Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Findings: pump received with cracked and bleeding lcd glass, cracked on display window, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted. (B)(4).

Event description:
The customer reported via phone call that their insulin pump's screen was damaged. The customer¿s blood glucose level was not provided at the time of the incident. Customer was playing baseball when the damage occurred. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.